Event description:
I use amo complete moisture plus eye solutions. Since apr. 1 I have had an extremely bad eye infection with blurred vision in my right eye. The symptoms I have are, extreme redness, sensitivity to light, watering, burning, feels like something is in my eye all the time, and pain. Dates of use: approx three months in 2007. Diagnosis or reason for use: saline solution for soft contact lenses. Event abated after use stopped: yes. On going have see dr. 3 times no treatment given, except for steroid drops, then 2nd dr. Told me not to use them.